Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
A gross inspection of the received device was performed: the returned valve prosthesis was received without the sewing cuff, so the stent was uncovered and visible. The valve showed some tears on leaflets. Additional analysis will be performed at the visual inspection.